Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The pump was returned, and no abnormalities were found. The pump was run in a bucket of water and ran at p-9. The pump produced adequate flows. The root cause of the low flow was most likely patient condition as it was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were suction alarms that could not be resolved. The pump was explanted and exchanged successfully for another impella cp. It was reported that the replacement device ran without suction issues. No further information is available.